Event description:
It was reported by service report that nurse call was not functioning. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Result: communication cord was unplugged from the bed. Conclusion: cord plugged into bed and bed returned to service.